Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by b kerens, m.g.m schotanus, b. Boonen, p. Boog, p.j. Emans, h. Lacroix, and n.p. Kort. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption or while inserting the device." Product location unknown.

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that underwent a revision procedure approximately one month post-implantation due to periprosthetic tibial fracture. All components were removed and replaced with total knee components. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that underwent a revision procedure approximately two months post-implantation due to periprosthetic tibial fracture. All components were removed and replaced with total knee components. There has been no further information provided and the patient outcome is unknown.